Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report the patient was ¿kept saying, I don't feel quite right, I don't feel quite right.¿ they went on a trip and the patient was so sick that the spouse had to bring the patient home. Spouse noted the patient¿s hemoglobin was a little low. The patient ¿keeps getting worse and worse and now supposedly had pneumonia.¿ then the patient had atrial fibrillation (af) and two blood clots in the lungs. A couple days later the patient felt really terrible, so the spouse brought the patient back in again and ended up on kidney failure. Echocardiogram was performed, and fluid was taken out around the heart. The heart could not pump because the patient had fluid around the heart. The spouse noted the surgeon informed that a wire from the pacemaker went through the heart and it kept leaking, through the bottom of the heart through the ventricle. The blood out of the patient¿s heart was leaking into the pericardial sac around the heart. Follow up confirmed the patient¿s right ventricular (rv) lead was repositioned to ensure there was no bleeding. The clinic suspected cardiac perforation. The rv lead remains in use. No further patient complications have been reported as a result of this event.